Event description:
Procedure: lap colon. According to the reporter: staples would not fire properly. Tissue was respected with another cartridge to recover. No bleeding was reported. Patient status reported as ok. No other patient info available.